Event description:
Complainant alleged that during biomed testing the device displayed a "status 90" message and there was no pacer output. Complainant indicated that there was no patient involvement in the reported malfunction.